Manufacturer narrative:
This report is submitted on july 23 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2020 resulting in fixture loss. The patient was treated with oral antibiotics. The patient was re-implanted with another device on an unknown date.